Manufacturer narrative:
When this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, 1% per week. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The battery values are stable and within expectations. Later on, a new unexpected decrease in estimated remaining longevity was noted, changing from 24% to 16% within one week. A new request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD recorded a battery depletion (bd) alert. This device was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Initial: when this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, 1% per week. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The battery values are stable and within expectations. Later on, a new unexpected decrease in estimated remaining longevity was noted, changing from 24% to 16% within one week. A new request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD recorded a battery depletion (bd) alert. This device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.